Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and falling impedance. The rv was repositioned and remains in use. It was also reported that the right atrial (ra) lead was dislodged and exhibited high / falling impedance with oversensing, intermittent undersensing and noise. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.